Event description:
In 2006, the patient was treated with a gore excluder aaa endoprosthesis. Operative notes stated the aortic neck length was 7mm. The device was deployed, but slipped back into the aneurysm sac. Due to the short neck, the physician chose to convert to an aorto-bi-iliac repair of the aneurysm. The gore device was explanted, but was not sent to gore for analysis. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine cause.